Event description:
Tyshak ii balloon dilatation catheter was used to expand (balloon) the child's coarch. As the balloon was being inflated, it ruptured and upon extraction, it was determined that part of the balloon had detached from the catheter. We performed angiograms, and determined that the material was lodged in the left femoral artery. The physician, using a snare was able to remove it from the lfa, but before it could be extracted, the snare lost the hold on it. We were unable to determine the location after that.